Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported a pod failed due to adhesion issues and leaking during wear. A pod was applied on 07 may and reportedly became wet and did not adhere properly, leading to rising blood glucose levels of 600 mg/dl (33.3 mmol/l). On 09 may the patient experienced very high readings and signs consistent with early ketoacidosis. The pod had been worn on their hip/buttocks for between 49 and 71 hours. The patient replaced the pod around midday on 09 may and proceeded to the emergency room. The patient¿s symptoms were reported to be ketones in their urine. The patient¿s diagnosis was ketoacidosis and blood sugar imbalance. The patient was treated with intravenous fluids for dehydration while glucose levels improved with a newly placed pod. The patient did not require overnight admission. Ketone levels decreased in the hospital, and the patient was discharged after approximately six hours with improvement and continued management at home.